Event description:
It was reported that the device was dropped and the touchscreen cracked and is unresponsive.

Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, (B)(6). The device has been received for eval; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the eval.